Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited oversensing and change in morphology resulting in an inappropriate shock. This device was tested with provocative maneuvers and isometrics. The primary vector remains implanted and a medication adjustment was completed to mitigate further inappropriate therapy. Device data and x-rays will be sent to rhythmcare for review. This device remains in service. No adverse patient effects were reported.